Event description:
Rn entered pt's room and found blood over patient's gown and pt holding the intravenous tubing in their hand. The tubing did not have a catheter sheath on the end of it. Surgical exploration was done of the right arm vein was done to retrieve the sheath, but all that was found within the vein was a thrombus, which was removed. The surgical intervention was done 6 days after event date, only after an extensive search for the catheter was done immediately after the incident. The patient's bed, linens, and room were searched, but catheter was not found.